Manufacturer narrative:
Device available for evaluation?: yes. Returned to manufacturer on 07/02/2019. Device returned to manufacturer?: yes. Device evaluation: on july 2, 2019 the intraocular lens was received at the manufacturing site for investigation. The product was received dry in a jar. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2019 to (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was a two diopter miss issue with the intraocular lens (iol) implanted in the patient¿s right eye. The iol was explanted and replaced with a same model lens but a higher diopter (21.5). At explant there were no medical/surgical intervention, no vitrectomy, no sutures, and no incision enlargement required. Patient is reported to be doing fine post-exchange. No other information provided.